Event description:
Baxter (B)(4) received a report of a system error 2240 alarm indicating air in the set. No patient injury or medical intervention was associated with this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). The actual alarm that occurred was a system error 2204. No further investigation will be conducted.